Event description:
Incore revision. Original case #(B)(4) from (B)(6) 2021. Screws broke off at post insertion site. Post and tips of the screws retained within post were left in the patient. Follow up correspondence with the rep who reported the complaint indicated primary reason for revision was non-union of the implant construct.

Manufacturer narrative:
If additional information is provided that changes the outcome of the investigation a follow-up report will be filed.